Event description:
It was reported that before use, the screen of the cardiosave intra-aortic balloon pump (iabp) was jumping and not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the upper display was showing interference on screen however, lower display had no issues. The fse removed upper display cover and verified ribbon was not fully inserted in socket. Verified all other cables and ribbons reassembled upper display. Performed 1hr function test with trainer ¿pass". Ready for patient care.